Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing and a lower biventricular pacing percentage. Technical services (ts) assessed the pacemaker mediated tachycardia episode and confirmed the oversensing; however, after review of the presenting electrogram, determined the lower biventricular pacing percentage was due to premature ventricular contractions. The field representative increased the sensitivity of the device and will continue to monitor. No adverse patient effects were reported. This crt-d remains in service.